Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08760 inches. No excessive no delivery alarms noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was unknown at the time of incident. The customer's current blood glucose was 208 mg/dl. Customers blood glucose level was 139 mg/dl when admitted to hospital. The customer reported the symptoms related to their high blood glucose nausea, and sick stomach. The customer was treated in emergency room. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.